Event description:
(B)(6) medical products umbili-cath dual lumen silicone catheter 5 french, hub disconnected from catheter itself, could have led to accidental exsanguination. Item ref # (B)(4), lot # 1141566, exp. Date 07/2019. Diagnosis or reason for use: cardiopulmonary monitoring of (B)(6).